Event description:
Reporting status: serious injury/required intervention. Reporting rationale: thrombosis/dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, the pt underwent stenting of the cx artery with three 3.0 vision stents, all of various sizes. Four days later, the pt returned to the hospital experiencing chest pain. Thrombosis was noted within the vision stents. This was treated with ballooning with a 2.5 x 15 otw voyager and a 3.0 x 12 rx voyager. Once ballooning was complete and the vessels were clear, a dissection was noted distal to the stents. It is unclear if the dissection was present prior to ballooning or occurred during ballooning of the vessel. The physician attempted to place a 2.5 x 18 mini vision distal to the previous placed stents as treatment for the dissection. While advancing the stent delivery system (sds) onto the guide wire, the sds became stuck and would not advance. The tip of the sds rolled up onto itself. The physician removed the sds from the guide wire. It had never entered the vasculature. Another mini vision was used to successfully treat the dissection. There was no further info available.

Manufacturer narrative:
The pt effects of dissection and stent thrombosis, as listed in the vision instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Additionally, angina and hospitalization are addressed in the no-fault risk assessment in addition to dissection and thrombosis, as potential post-procedure complications associated with coronary stenting and are not necessarily an indication of a product quality deficiency.